Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, (B)(4), 510k# k113174 is approved for sale. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with superior adjacent segment disease and underwent posterior lumbar fusion at l4-5. During surgery, as the set screw of the left pedicle screw on s1 was inserted obliquely, the thread of the set screw was broken. When replacing the set screw, cross threading occurred. No patient complications were reported as a result of the event.